Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that after implanting the device and closing the incisions, the surgeon flipped the patient in order to complete a robotic rectopexy. An x-ray confirmed that the lead had migrated distally into the pelvic floor further anterior to the sacrum. The surgeon pulled the lead back into its appropriate location. There were no patient complications. The patient fully recovered.